Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and analysis was performed and there were no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator (ipg) (B)(6) 2012; 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg), the right atrial (ra) lead and the right ventricular (rv) lead were explanted due to infection. The patient's system was later replaced by a new ipg, ra and rv lead. No patient complications have been reported as a result of this event.